Event description:
The customer's mother reported that the customer was hospitalized for high blood glucose levels, with a reading of 511 mg/dl. The mother stated that the customer had high blood glucose levels for the past three days. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The mother stated that she would feel more comfortable getting the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.